Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. The customer's blood glucose value was 114 mg/dl. The customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Analysis identified product meets specification? Yes device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the hrm task did not grant motor power in reasonable time noted. Device received with the auto mode feature functioning properly during testing using the glucose sensor simulator. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test, low battery alert or replace battery now alarm noted during testing or in the insulin pump trace download. The motor was tested outside of device and passed.